Event description:
It was reported that this implantable pacemaker device exhibited high power consumption at 99 microwatts, 232 percent. Boston scientific technical service (ts) reviewed and noted right ventricular (rv) output was set to 5 volts and patient is 100 percent paced. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device exhibited high power consumption at 99 microwatts, 232 percent. Boston scientific technical service (ts) reviewed and noted right ventricular (rv) output was set to 5 volts and patient is 100 percent paced. To date, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted. A new device was then implanted. No additional adverse patient effects were reported.